Event description:
The customer reported to olympus, there was a communication error when using the evis exera iii bronchovideoscope. The intended procedure was diagnostic. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. E216 occurred during device evaluation. The eto (ethylene oxide) valve was leaking. The circuit board unit in the scope connector and the scope connector both have corrosion due to water leakage. The fluid in the scope connector caused the image to be intermittent. Water tightness was lost due to the deformed scope cover. The adhesive on the bending section cover was peeling and detached, which caused the resistance value to not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h10 of initial report: the device was returned to olympus for evaluation and the customer¿s allegation was not confirmed; the scope communication error did not occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the device from the leakage point, which led to the abnormal image. The customer confirmed the device was inspected prior to use, as per the instructions for use. The event can be prevented by following the instructions for use which state: "if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.". Olympus will continue to monitor field performance for this device.